Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A distributor reported on behalf of the customer that on an unspecified date, the 203001 duraseal gel was not formed; when sprayed over the area , it was like water. The scrub sister said there was nothing wrong with the powder. The product was in contact with the patient. There was no patient injury. The event did not lead to a significant increase of surgery time.

Manufacturer narrative:
The device was returned for evaluation. The blue precursor was fully applied and there was blue solution in the vial indicating that the blue precursor had mixed properly with the peg. The DHR review and product analysis concluded there were no assembly component related failures with the returned product or at the time of release. The reported condition was not confirmed. The investigation was unable to determine a root cause or establish a relationship between the device and the reported incident. No enhancements or improvements were generated for the reported condition.

Event description:
N/a